Event description:
A pt reported "discomfort" in her eyes with "red streaks coming from the outside corner" and "sometimes itchy", although her vision is "fine". She requested info on possible hypersensitivity to the intraocular lens (iol) implanted in 2006. Add'l info provided by the pt indicated she has a history of allergic reactions and "plastic mesh rejection" after a surgical intervention, and an ocular history positive for fuch's dystrophy. She described herself as "a very sensitive person" and also indicated the use of systane and claritin when needed. Info obtained from the clinical records included, "severe allergies to chemicals", allergic to "a lot of medications doesn't know the names", corneal guttata and blepharitis. On (B) (6) 2009, a physician stated that she did not think that the pt is reacting to the product, but she is not sure why she is having the symptoms described. Consumer requested an iol be sent to her physician (allergist) in order to have it turned into a powder and injected into her body in hopes of desensitizing her to the iol she has in her eyes. Info from medwatch report received on 01/07/2010 indicated the consumer reported she experienced "constant headaches, miserable eyes and other symptoms -sometime severe-like vascular collapse" when she leaves her house and gets into other environmental allergies. Add'l info has been requested. There are two medical device reports being submitted; this is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. According to literature, symptoms of blepharitis include, but are not limited to, watery or red eyes, itchy and gritty sensation, dry eye, and itchy eyelids. The pt also presented with a history of fuch's dystrophy, condition that causes the disruption of the corneal dehydration system and consequently a physiologically (i.e. Guttata) and optically compromised tissue. Symptoms may include foreign body sensation and pain among others. In this case, the pt was using systane which is a lubricant eye drop indicated for the temporary relief of burning and irritation due to dryness of the eye. The pt was also taking claritin, an antihistamine indicated for allergic rhinitis. Antihistamines may reduce ocular mucous and tear secretion aggravating dry eye symptoms. Dry eye symptoms include general eye discomfort, burning, redness, itching and foreign body sensation among many others. Nonetheless, literature presents the possibility of a pt being hypersensitive to his/her own lens protein, rather than to the iol itself. The non product factors mentioned above may have contributed to the reported issue. In addition, according to the directions for use (dfu), pts with preoperative problems such as corneal endothelial diseases may not achieve as good results as pts without such problems. Add'l info was requested on 07/20/2009, 07/23/2009, 08/09/2009, 07/28/2009, and 08/19/2009. Medical records were received.